Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the aviva system. The patient had been feeling unwell for a few days prior to the hospital visit. The blood glucose result was 8.8 mmol/l on the aviva meter at 2:22 p.m. On (B)(6) 2017. The patient's mother took her to the hospital since she was vomiting and feeling unwell. The lab result at the hospital was 26.0 mmol/l at approximately 3:30 p.m. The type of treatment given to the patient in the hospital was unknown. The patient was currently still in the hospital. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.